Event description:
The customer is questioning elevated architect ca 19-9 xr results generated on one patient, who subsequently received medication due to the results. A patient went to their physician with complaints of a stomach ache. In (B)(6) 2010, a (B)(4) test was performed on the architect i1000sr and yielded a result of 55.29 u/ml and the patient was put on an unknown medication (medication #1). The patient was tested in (B)(6) 2010 and had a ca 19-9 result of 54.71 u/ml on the architect i1000sr and was given a different medication (medication #2). In (B)(6) 2010, the patient generated a ca 19-9 xr result of 38.98 u/ml on the architect i1000sr and was put back on the original medication (medication #1). In (B)(6) 2011, the ca 19-9 xr result was 52.98 u/ml on the architect i1000sr. The physician placed the patient on medication #2 due to the increased value. The patient stopped taking the medication and went to another laboratory and was tested on the centaur ca 19-9 method and yielded a result of 11 u/ml. In (B)(6) 2011, the patient was tested on the architect i1000sr with a result of 50.5 u/ml. The patient went to another doctor where a CT scan and ultrasound were performed and results were normal. The patient was no longer taking the medication as directed by the new doctor. In (B)(6) 2011, the patient had ca 19-9 results of 39.05 and 40 u/ml on the architect i1000sr. The sample was tested on another architect in the laboratory with results of 35.56, 37.88 and 36.87 u/ml. Information on the type of medication given to the patient was requested but could not be obtained. There was no adverse outcome reported.

Manufacturer narrative:
(B)(4); no known impact or consequence to patient. (B)(4): high test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
A review of complaints did not identify any adverse trends or non-statistical trends associated with the issue under investigation. The lot review for (B)(4) did not identify atypical complaint activity. A review of product labeling found information regarding elevated ca 19-9xr results. Based on the results of this investigation, the architect ca 19-9xr assay is performing as intended and no additional product issues were identified.